Event description:
It has been identified that this record, mrn 9617229-2024-09835, is a duplicate of mrn 9617229-2024-15582. Please see mrn 9617229-2024-15582 for reportable events.

Manufacturer narrative:
Continued e1 (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3/4.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. The device remains implanted.